Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the paramedics did not cap the minicap transfer set when the patient was transported to the hospital. The patient was transported and admitted to the hospital for another indication. While hospitalized, three days after admission, the patient was diagnosed with peritonitis. On an unknown date the patient was treated with vancomycin (dose, route, duration and frequency unknown) for peritonitis. The patient was discharged four days after admission. Action with dianeal therapy was ongoing. At the time of this report the patient was recovered (seven days after diagnosis) from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.